Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 07-nov-2019 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 02-mar-2021: distal cap - fixed type failed epoxy seal integrity inspection, prism cracked, air/ water nozzle clogged, passed wet leak test, passed dry leak test. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: distal case/cap, o-ring(0.5x1.3) imp-1, o-ring (1.8x19.8). Model ed-3490tk, serial number (B)(4) , has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. The endoscope is awaiting repair or approval by final qc as of 01-apr-2021.